Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 15. On (B)(6) 2019 fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and inflammation. No further patient complications were reported.